Event description:
Patient called out stating "the hot packs are running down my privates and leg" I arrived to the room with towels and wash cloths. The patient cleaned her right groin and thigh with a wet wash cloth then dried it with a towel. Patient denied any burning sensation or pain to the right groin or thigh. I did not notice any skin breakdown. I notified rn. I then attempted to activate a new hot pack (cardinal health) and it exploded . It got on the patient's shoe, the floor and my shirt and shoe. I cleaned the patient's shoe and the floor. I notified the charge nurse of the incident and central supply. I then removed all of the hot packs from the clean supply room placed them in a bag and notified central supply. FDA safety report ID # (B)(4).